Event description:
The customer called and reported she had awoken with blood glucose of 27 mg/dl on the morning of this report, after noticing a crack in the insulin pump one or two days prior. The customer treated for low blood glucose with soda and it went up to 200 mg/dl. The derive support cap on the insulin pump appeared to be normal. The customer stated she had changed out the set the previous evening. The time on the insulin pump was found to be correct and patient was disconnected during the rewind/prime sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.